Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated when the implant was operating, all 3 "zones" (later clarified patient was referring to groups) were active. Agent reviewed only one group can be active at a time (which patient said the rep had told them as well), but patient didn't think that was the case for them. Patient said they had groups a, b, and c, but c has shut off twice on them. Agent asked, patient said they would be on group a when they unlock the controller, but when they went into group c, stim would be off on there and group b would have programs 2 and 4 off. Agent again reviewed only one group can be active at a time. Patient said when a "zone" shuts off, they could tell a difference. Patient said when c shuts off, they go from being able to get up out of a chair to not being able to get out of a chair so they have to go in to the controller and turn that "zone" on or they're not comfortable. Patient mentioned if they shut b off, there was going to be some spot in their lower anatomy that would light up with pain. Agent asked if patient was thinking each group was for a different part of their body and reviewed each group could have programming for several parts of their body within it. Patient said a week ago they were playing electric guitar and stim zapped them down the inside of their left leg so they had to pull the guitar off and pull the controller out of their pocket and put it on the table. Patient said when they went into the controller, c was shut off and b had programs 2 and 4 off, so patient went in and turned them all on again. Patient then said c shut itself off twice yesterday. Patient said their lower back was hurting yesterday so they took pain pills but that didn't work so they went in to make sure the implant was charged (it was) and said they checked group c and that stim was off so they turned c on and that took the pain away. Patient then said when they got back from the eye doctor yesterday, they were wiped out so "apparently at some point while in the eye doctor, that zone (c) was shut off". Patient said they are happy with their stimulation programming and therapy works for them, they were just concerned that zone c was shutting off every so often and didn't want all the zones to shut off. Patient also mentioned they hadn't needed a pain pill since stimulator was put in, but needed one yesterday. Patient said their settings are quite low and they back off intensity when they feel stim in their feet, and patient was trying to decrease intensity where they still got therapy relief, but could conserve implant battery life. Agent again reviewed general information on groups and redirected to doctor/rep to check settings. Agent also reviewed to take note of when the issue happened. Patient mentioned they had an appointment on the 31st. Agent reviewed stimulation still works while controller is not near ins and reviewed controller general function.